Manufacturer narrative:
As the stent remains implanted in the patient, and the event occurred in 2016, the device was not requested for return. As the lot number was not reported, a lot history record (lhr) review was unable to be performed. Death is listed in instructions for use (cobra pzf) as a labeled potential adverse event. The investigator reported that the event is not related to the study device or procedure. While patient comorbidities (arterial hypertension, atrial fibrillation, diabetic, hypercholesterolemia, chronic renal failure, and heart failure) are likely contributing factors to patient's death, the cause of death was adjudicated by the cec as undetermined. The relatedness to the device could not be completely ruled out, due to the absence of source documents, autopsy, and any additional circumstances surrounding the death. In this case, no product malfunction, failure or deterioration of characteristic or performance of the device, or inadequacy in the labeling and/or instructions for use was identified. Aware date note: aware date note: celonova biosciences was initially made aware of this event on 19-mar-2018; as this event had occurred prior to u.s. Product approval, it was not reported at that time. Per celonova biosciences management review of complaints, it was determined by management (02-aug-2018) that the event should be conservatively reported.

Event description:
A (B)(6) year old male patient with a medical history of arterial hypertension, atrial fibrillation, diabetic, hypercholesterolemia, chronic renal failure, heart failure presented with stable angina / silent ischemia and enrolled in a cobra study for treatment of a lesion in the left anterior descending (lad) coronary artery. On (B)(6) 2015, a 3.0x30mm cobra pzf nanocoated coronary stent system was advanced with the stent deployed in the lad with no reported device malfunction and no reported adverse patient effects. On (B)(4) 2016, it was discovered that the patient had experienced cardiac arrest at home; resuscitation was unsuccessful and the patient expired. Per the investigator, this event is not related to the study device or index procedure. The cause of death was adjudicated by the clinical event committee (cec) as undetermined. No additional information was provided.